Event description:
Diasorin molecular llc received a complaint alleging false positive results on an ntc environmental swab with the simplexa covid-19 direct assay. No actual patient testing was performed. The customer confirmed no alleged harm occurred.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an environmental swab sample with the simplexa covid-19 direct assay. No run files have been provided. Suggestions were made to the customer to perform swipe tests to determine if there is contamination in the lab, clean the lab space, switch pipets, test new utm, and use new tip boxes. After a couple of follow up attempts with the customer, the customer stated they no longer were getting positive results with the same kit lot after cleaning the lab, swapping out pipets and pipet tip boxes, and made changes to their work flow. Batch record review showed the critical component, reaction mix mol4151 lot# 17712n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets. No malfunctions occurred during qc release testing. The assay issue is not confirmed and most likely due to the contamination identified at the customer site. No further actions are required.